Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing at 6,614 joules during a prostate procedure. The procedure was completed with an alternative surgical procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).